Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was an end of service message on the programmer when they tried to turn stimulation back on. The device was off/disabled and no longer providing therapy. There were no traumas or falls reported to be related to the issue. The patient was shocked by the stimulator a few years ago and the healthcare provider (hcp) informed them the lead had migrated a little bit but was not concerned about it. The patient stated the hcp told him he could have revision surgery, but the shocking stopped. The patient reported that the shocking sensation started to happen again at the implant site. The indication for use was complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.